Event description:
It was reported to philips that all monitors were unable to display images. The system was restarted but the issue persisted. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.